Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. The patient required medical intervention in the form of manual ventilation and was switched to a different device. There was no serious patient harm or injury reported. Sections b1, b2 and h1 are updated on this report.

Manufacturer narrative:
The following correction has been updated in this report. Section b1 was corrected to product problem. (Adverse event and product problem was checked in previous MDR). Section h1 was changed from serious injury to malfunction. Section h6 health effect impact code was updated.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.